Event description:
It was reported that stent dislodgement occurred. The vascular access was obtained via left femoral artery using a 6f 5cm non-bsc introducer sheath. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery. The target lesion was 10mm long, with vessel diameter of 7-8cm. After crossing the target lesion with a 0.035×180cm non-bsc guide wire, a 7.0x20x75cm express ld vascular stent was advanced however, the device was unable to cross the lesion. The device was removed from the sheath to outside of the body. A 5x40cm mustang was then used for pre-dilatation and the express ld vascular stent was advanced again however, difficulty advancing was encountered and the physician pushed the device. The stent dislodged and fell on the stent shaft. The physician carefully pulled back the balloon catheter and so the stent could be mounted on the balloon. The device became unable to be moved, the physician deployed the stent on the proximal part of the lesion. In addition, there was no any concomitant devices which made the device stucked. It was considered that there could be something exposed from the blood vessel or the stent mounted of the balloon was not enough. The procedure was completed with 8x40mm epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).